Event description:
It was reported that during a sigmoidectomy procedure, that since an error occurred, the tip of the blade cleaned and then the active blade was broken. Another like device was used. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.